Manufacturer narrative:
Date of event is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient was very sensitive to the stimulation. She usually keeps it about .5 v, however during every programming session the healthcare provider (hcp) tested stim on every electrode and she screams. Patient noted this occurred at every programming session. Patient was last set with 4 programs and immediately knew program 2 and 4 were really bad, too strong and uncomfortable. Patient noted she used program 1 instead and that was initially comfortable. Patient reported the program 1 stopped being effective and clarified loss of therapy and later added that the stim was too strong. Patient tried connecting patient programmer (pp) to implantable neurostimulator (ins) during the stim was too strong but she could not get it connected. She had trouble getting the handheld device communicating with the ins. Patient reported she went to the healthcare provider (hcp) and was initial told the ins battery was low but later a nurse tried to connect to the electrodes but she could not because the ins was completely dead. Patient left the hcp¿s office noting she felt stim low in bicycle seat area with 20-25 % effectiveness for symptoms. Patient also report ed the major problems with implant that the voltage increased substantially out of the blue, she was in the car with a friend and had to return home. Patient reported feeling very uncomfortable, stim is heavy vibrations in her foot, down her leg, up her spine. She could not sit comfortable, couldn¿t sleep, couldn¿t lay down and it was too painful. Patient reported this morning around 5 am, patient and her husband tried connecting handheld to ins and turned stim down to 0 and off, then she had some relief. Patient had uncomfortable stim return. Patient confirmed it was not positional and it was constant. Patient said it was like the device had gone rogue, ignoring all commands, uncomfortable and painful. Patient reported she is in hell, she could not sit, concentrate. She experienced shocking/jolting two times during the call. Patient indicated she legally blind and initially could not troubleshoot but later her husband came home and assisted her. Patient confirmed the patient programmer (pp) showed therapy was off and she was on program 1 at 0 v. Patient was instructed to turn stim on and decreased the amplitude but this did not resolve the uncomfortable stim. There was no fall or trauma related to the issue. Patient stated she has ins replacement scheduled for (B)(6) but if this continues, she may be suicidal by then. The patient¿s husband mentioned that patient has had many years of good therapy with this device. Patient declined troubleshooting and programming changes over the phone. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Device codes (B)(6) no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on november 10th reported the cause of the stimulation in the wrong location, not being able to connect with the patient programmer was not determined. The patient reported normal battery depletion. The patient noted there interstim was removed. The patient noted they had discussed with the manufacture representative (rep) on the day of surgery informed no need to send the device. The patient noted the device was explanted and discarded. Additional information from the patient on november 15th reported their device was removed on (B)(6). The patient noted their device went berserk, short circuited and increased voltage/went nuts and they were mad the healthcare professional (hcp) didn¿t send it back for analysis. There were no further complications that have been reported as a result of this event.